Event description:
It was reported that multiple minimum fill notifications occurred after the user filled multiple cartridges with 300 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Customer was ultimately able to load a new cartridge to resolve the issue and resume insulin delivery on the pump